Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the first firing for an end to end anastomosis for a colectomy, the surgeon clamped the tissue ,and pushed the green button and tried to the fire the device, however the surgeon could not squeeze the handle. Replaced by new cartridge ,however the same event occurred. The sales rep checked the cartridge in question and noted the staples of the proximal end appeared from the staple pockets. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that each reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed pre-fired reload was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.